Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During surgery, the liner would not seat flush with the cup. The surgeon attempted to remove the liner, but could not, so it was left implanted at a vertical angle. The surgery was delayed approximately 30 minutes.